Event description:
Healthcare professional reported "rupture" confirmed via ultrasound. This record is for the left side. Later hcp reported "capsular contracture, baker grade unknown". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as fold flaw opening and missing piece of shell assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, non-penetrating nicks and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Later hcp reported "capsular contracture, baker grade unknown". Device has been explanted and replaced.

Event description:
Healthcare professional reported "rupture" confirmed via ultrasound. This record is for the left side. The device remains implanted.

Manufacturer narrative:
This is a follow up to emdr- 9617229-2023-18379. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.